Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer at the hospital. The s-ICD remains in service. No adverse patient effects were reported.